Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was successfully implanted in the main pulmonary artery.

Event description:
Additional information was received that clarified that the valve did dislodge while attached to the dcs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that ¿anchoring was insufficient¿ meant that since the outflow of the valve could not be deployed because the outflow was located proximal rather than in the right pulmonary artery bifurcation, it was judged that anchoring was not possible due to the anatomical structure of the patient¿s anatomy. The valve was re sheathed using the delivery catheter system (dcs) and non-medtronic introducer sheath due to the valve deployment being too low. Additionally, the patient¿s deep septum contributed to the positioning difficulties. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID harmony-25, (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a, select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve, inside a patient with a pyramidal shaped and deep septum, when attempting to deploy rows 3-6 of the valve, tension was applied to the proximal handle of the delivery catheter system (dcs), causing the outflow of the valve to be pulled proximal. It was determined that the anchoring of the valve was insufficient, so the stent frame was pulled back into the 26 french non-medtronic (dryseal) sheath, and the valve was recaptured. It was noted that it was difficult to insert the non-medtronic (dryseal) sheath and dcs into the right ventricular outflow tract (rvot), so the tip was stored again into the capsule and advanced further into the right pulmonary artery. The valve was placed, and rows 1-2 were re-deployed into the right pulmonary artery. There were no problems with the outflow portion of the valve during deployment, however, the crown of the valve was pushed to the left pulmonary artery wall. There were no problems with anchoring, so rows 3-6 were deployed and the valve was fully implanted. A pulmonary artery angiogram was performed that revealed mild paravalvular leak (pvl). It was decided to not perform a post-implant balloon dilatation due to the risk of dislodgement, so the decision was made to continue to observe the condition. There was no post-operative pressure gradient, and the procedure was completed. Additionally, there were no problems with the valve function and the patient left the operating room. No adverse patient effects were reported.